Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range pace impedance measurements. An invasive procedure was performed to abandon the rv lead. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that the lead was tested on the pacing system analyzer (psa) at the time of the procedure. Impedance measurements were found to be stable. The lead to device connection was checked and found to be secure. No adverse patient effects were reported.